Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Despite the occlusion events, there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer attempted to resolve the issue by resetting the pump and resuming insulin, while the customer service team provided guidance for the pump reset process. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.